Event description:
A malfunction alarm labeled malf 12 was reported without any notable events occurring prior. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction did not recur post-resetting. The customer was able to continue using the pump and was advised to contact technical support if future issues arise.